Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump black box data indicated a drastic voltage drop leading to a cs 240 low battery warning. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. The pump ez-prime steps were performed correctly. The current draws measured above specifications. The complaint of short battery life was duplicated during testing. The pump case was removed and moisture corrosion was found to the watchdog circuit.